Event description:
The customer reported to olympus that there was a no image issue with the 4k autoclavable camera head. The issue was found during preparation for use for a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon follow up, the customer additionally reported that the procedure was completed with a similar device, and there were no other devices involved or replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: upon follow up, the customer additionally reported that the procedure was completed with a similar device, and there were no other devices involved or replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that an image was not displayed because communication failure occurred due to a faulty cable. The cause of the faulty cable could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation: h6/type of investigation: 10 - testing of actual/suspected device. H10: the device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.